Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, resistance was felt during insertion of the device and the stent edge was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, resistance was felt during insertion of the device and the stent edge was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Synergy xd mr ous 2.50 x 38mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage with stent struts bunched. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.